Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had involuntarily retracted during use.

Event description:
Patient reported that a v-go 30 device the needle popped out on it's own. The patient stated that when he was going to give himself his bolus mealtime click, he noticed that the needle but had popped out.